Event description:
A concentric employee first became aware of this event in late 2008 when reviewing merci registry procedure notes recorded by the site. The site personnel were not able to find records of the specific merci retriever device(s) involved with this incident. Based on the records of devices shipped to the site, it is possible that the retriever device was an l4, l5, l6, v 2.5 firm or v 2.5 soft. Complete revascularization was achieved on the second retrieval attempt using the merci retrieval system, extracting a large amount of clot. A small intimal flap was elevated in the cervical right ica as part of this process. This was effectively reduced along with an accompanying stenosis used balloon angioplasty technique. Final control angiograms demonstrated complete restoration of flow through the right anterior circulation with vigorous runoff through the right middle cerebral artery territory and additional runoff to the right anterior cerebral artery territory.

Manufacturer narrative:
None of the reported information suggested that any concentric medical device malfunctioned. The current device instructions for use (IFU) lists vessel dissection and perforation as possible procedural complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. Because the device was not returned to concentric medical, a complete investigation could not be performed.